Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 (neuron max) to treat an acute carotid t occlusion. During the procedure, the physician coaxially used a neuron max with a penumbra system ace 68 reperfusion catheter (ace 68) for two passes. It was reported that during the first pass, after slight anchoring within the scope of the thrombectomy, a small dissection was seen ventrally in the middle third of the internal carotid artery (ica) with a length of approximately one centimeter. The dissection was adjudicated to be an adverse event with a definite relationship to the neuron max and unrelated to the ace 68. According to the physician, since there was no hemodynamic/clinical relevance, no specific actions have been taken for this adverse event. The event was reported as resolved on (B)(6) 2017.